Event description:
Reportable based on analysis completed on 22nov2011. It was reported that during a coronary artery stenting treatment procedure the stent was unable to cross the lesion. The lesion was located in the highly calcified lad (left anterior descending) artery. The 2.25x28mm ion stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) and stent. There was contrast in the inflation lumen and blood in the guide wire lumen. The balloon was tightly folded with the stent secured on the balloon. The middle of the stent to the edge of the proximal end of the stent is stretched with stent struts bent and flared; 19 mm of the stent was damaged. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).